Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer also experienced blood glucose level of 500 mg/dl. Customer reported that the insulin pump had motor error alarm. Customer also reported that they were unsure if the drive support cap is protruded, loose, sticking out or flush. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.